Event description:
It was reported that the patient's echocardiogram that was performed showed worsening mitral regurgitation (mr). The patient was scheduled to have a computed tomography angiography (cta) performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d3, g1: updated information section d1, brand name: corrected, section d4, catalog number: corrected, section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that mitral regurgitation (mr) existed before pump implantation. The mr was not device related. The patient was asymptomatic.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported mitral regurgitation could not be conclusively established. The submitted log files captured transient elevations in pump power and estimated flow on (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023. Despite these findings, the pump appeared to have operated as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events which may be associated with the use of heartmate ii lvas. This section also addresses all pump parameters including pump power and flow. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft thrombus could not be confirmed through this evaluation as no images were provided for review and the patient remains ongoing on heartmate ii left ventricular assist system (lvas), (B)(6). Review of the submitted log files confirmed elevations in pump power and flow; however, a specific cause for the observed changes in pump parameters could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported mitral regurgitation could not be conclusively established. The submitted log files captured transient elevations in pump power and estimated flow on 21oct2023, 22oct2023, 31oct2023, 07nov2023, and 08nov2023. Despite these findings, the pump appeared to have operated as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events which may be associated with the use of heartmate ii lvas, including device thrombosis. This section also addresses pump parameters, including pump power and flow. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6, under ¿pump performance monitoring¿, further explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review. The patient experienced intermittent high flows ranging from 10.0 to 12.0 lpm and power values of 8 to 9 w. It was noted that the patient was asymptomatic and normotensive with lactate dehydrogenase (ldh) values of 213 international units/liters (iu/l) and a normal colored urine. The event log captured a short period of elevated pump powers from (B)(6) 2023 at 0506. These transient events were not sustained. The pump power returned to baseline of 5 w shortly after these events. The patient continued to experience elevated pump power and flow on (B)(6) 2023. The pump power and flow remained elevated for approximately 36 to 48 hours. The patient's flow was over 12 lpm and power was 10 w. The patient remained asymptomatic with stable labs and vitals and a ldh level of 297 iu/l. The patient's urine continued to be yellow and clear, and showed no sign of hemolysis per urine analysis. It was noted that the patient's echocardiogram that was performed the past week showed worsening mitral regurgitation (mr), which was before the pump power and flow were elevated. Mr existed before pump implantation and the mr was not device related. The patient was scheduled to have a computed tomography angiography (cta) performed. The patient received anticoagulation medication. The pump flow and power returned to normal limits and the issue was resolved. A computed tomography (CT) was performed and confirmed outflow graft thrombus. The patient was on the transplant list. The patient was stable. Outflow graft thrombus was previously reported under MFR #: 2916596-2024-01251.